Event description:
Customer reported that the physician attempted to remove the drain "with care." Drain was originally placed in the hip. The drain broke off at the white connector. Pt was returned to the or, placed on monitored anesthesia for removal. Customer indicated that drain was sewn in place. Pt is currently recovered with no further complications.